Event description:
False positive advia centaur cp troponin ultra results were obtained by the customer and considered discordant when queried by the clinician. The patient samples were repeated twice and the results were negative. There was no known report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin results is unknown. A siemens field service engineer was on site and had performed a preventative maintenance. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.